Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the lead revision resolved the lack of beneficial therapy and the patient is currently receiving beneficial therapy.

Manufacturer narrative:
It was noted that the patient had 2 leads (ins) present during the event. See manufacturer¿s report # 3007566237-2017-04986 for the concomitant lead information. The initial MDR was filed as manufacturer¿s report# 3007566237-2017-03865. Based on additional information received, the correct manufacturing site was (B)(4).if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a lead revision. They could not get their programming to provide beneficial therapy results and it was determined the lead placement was not correct. No further complications were reported as a result of this event.